Manufacturer narrative:
Pseudoaneurysm, pulmonary embolism; no known device problem. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
An angio-seal vascular closure device was deployed in the left common femoral artery (cfa) following a pci. Hemostasis was achieved. The following day, a pseudoaneurysm was confirmed in the left cfa. Three days later, the patient presented with a pulmonary embolism (pe). The patient went into shock and was placed on a percutaneous cardiopulmonary support device. Two days later, vascular surgery was performed to remove the pseudoaneurysm. Surgical findings noted that the pseudoaneurysm was ruptured and the anchor was found inside. The anchor was deformed into a horseshoe shape outside of the vessel. The vessel was sutured, hemostasis was achieved, and dorsal pedis arterial pulses in the lower extremities were confirmed. There were no reported consequences to the patient postoperatively. There is no reported confirmation of a correlation between the pulmonary embolism and the angio-seal deployment.